Manufacturer narrative:
Investigation summary: no product or photo was returned under this file by the customer. It was reported by the customer that the product maxguard mx4436 failed to prime. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mx4436 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 6 bd maxguard¿ extension sets with needleless y-site, stopcock and manifold were blocked and couldn't prime during use. The following information was provided by the initial reporter: "we have 6 more of product maxguard mx4436 with the sample issue failure to prime"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 6 bd maxguard¿ extension sets with needleless y-site, stopcock and manifold were blocked and couldn't prime during use. The following information was provided by the initial reporter: "we have 6 more of product maxguard mx4436 with the sample issue failure to prime".